Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 437 mg/dl. The patient treated via insulin pump therapy. The drive support cap was inspected and it appeared normal. The customer's site appeared normal as well. Troubleshooting for the customer's settings and for a high pressure test was declined. The customer stated that he was bent over and that insulin pump was not delivering due to being bent over; the customer stated that he needed to straighten up. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.